Event description:
It was reported that led lights on tandem mobi pump did not turn on at all, even when caller pressed pump button. There was no reported adverse impact to the customer's blood glucose. The customer reverted to an alternate method of insulin therapy.